Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. Troubleshooting was performed and the insulin pump passed the prime test as well as the high pressure test. The customer got on the phone and stated that she got three no delivery alarms prior to the hospitalization. The customer stated she changed the infusion set after every no delivery alarm. The medical doctor asked for the insulin pump to be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.